Manufacturer narrative:
The manufacturing facility could not perform a device history review as lot information was not provided. One used endotracheal tube was returned for evaluation. Visual examination revealed a cut in the tracheostomy tube shaft approximately 12" from the 15mm connector. To verify that there were no situations or practices that could create/generate the event described by the reporter, an internal audit of the production floor was conducted. The reported product number, 100/199/075 was not programmed to be manufactured in the near future; therefore, the production floor of product number: 100/199/065 was reviewed. Note, the two mentioned products are manufactured with the same process procedures, including process controls, product tests, line equipment, and process flows. Production personal were confirmed to be following procedure. The line clearance records were performed, and all training records were current. The reported product fault could not be confirmed to be related to a manufacturing issue. No corrective actions are planned at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use, cuff leakage was confirmed. No information available regarding the leak check prior to use. No adverse health outcome resulted from this event.